Event description:
Silicone is also, seen around the tubing and port on the lateral chest wall. Within the axilla multiple silicone granulomata demonstrated, but no adenopathy. Capsulectomy performed. And biopsy sample confirmed, the markers of cd30 positive and alk negative via pathology.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b2, b3, b5, b6, b7, h6. The events of lymphoma - alcl and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: lymphoma - alcl; multiple silicone granuloma.

Event description:
Healthcare professional reported "patient has known implant rupture following previous left mastectomy and reconstruction for breast cancer. While patient was awaiting implant exchange, developed a lump which was investigated and on biopsy showed bia-alcl. Silicone is also seen around the tubing and port on the lateral chest wall. Within the axilla multiple silicone granulomata demonstrated but no adenopathy. Capsulectomy performed and biopsy sample confirmed the markers of cd30 positive and alk negative via pathology. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b.7; d.4; d.9; h.3; h,4; h.6.

Event description:
Healthcare professional reported "patient has known implant rupture following previous left mastectomy and reconstruction for breast cancer. While patient was awaiting implant exchange, developed a lump which was investigated and on biopsy showed bia-alcl. Silicone is also seen around the tubing and port on the lateral chest wall. Within the axilla multiple silicone granulomata demonstrated but no adenopathy. Capsulectomy performed and biopsy sample confirmed the markers of cd30 positive and alk negative via pathology. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, one opening assessed as fold flaw opening, broken assessed as surgical damage and missing assessed as inconclusive . ¿ lymphoma-alcl : unable to observe since it is a medical event and is not related to the device. ¿ granuloma: unable to observe since it is a medical event and is not related to the device. ¿ migration : unable to observe since it is a medical event and is not related to the device. Breast mass : unable to observe since it is a medical event and is not related to the device. Additional observation : ¿ no penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 1404346 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory were observed (¿rupture: observed, one opening assessed as fold flaw opening, broken assessed as surgical damage and missing assessed as inconclusive. ¿lymphoma-alcl: unable to observe since it is a medical event and is not related to the device. ¿granuloma: unable to observe since it is a medical event and is not related to the device. ¿migration: unable to observe since it is a medical event and is not related to the device. ¿breast mass: unable to observe since it is a medical event and is not related to the device). A review of the current risk documents was performed in chl-bi family (v14.0), and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation and, based on the coding matrix for medical devices and human tissue qpp07-01-003-g17 (v3.0) this code is classified as medical event; also, according to the procedure qpp07-01-003-w37 (v4.0) this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Additional, changed, and/or corrected data: h3, h6.

Event description:
Healthcare professional reported "patient has known implant rupture following previous left mastectomy and reconstruction for breast cancer. While patient was awaiting implant exchange, developed a lump which was investigated and on biopsy showed bia-alcl. ¿pathological markers confirming alcl have not been received.¿ device has been explanted.

Event description:
Healthcare professional reported "patient has known implant rupture following previous left mastectomy and reconstruction for breast cancer. While patient was awaiting implant exchange, developed a lump which was investigated and on biopsy showed bia-alcl. ¿pathological markers confirming alcl have not been received.¿ device has been explanted.

Manufacturer narrative:
The events of breast mass, and alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, breast mass, and alcl suspected.